Event description:
It was reported that during a micro disc procedure at the user facility, the bur broke in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID # (B)(4).

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a micro disc procedure at the user facility, the bur broke in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.